Manufacturer narrative:
Citation: lnu et al. Transcatheter aortic valve replacement associated infective endocarditis case series: broadening the criteria for diagnosis is the need of the hour. Bmc cardiovascular disorders. (B)(6) 2021;21(1):559. Doi: 10.1186/s12872-021-02364-0. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) associated infective endocarditis in two patient cases. Case 2: medtronic received information via literature regarding a (B)(6) male patient who underwent implant of a medtronic 34 mm evolut pro bioprosthetic valve (although based on the size was likely an evolut r). No unique device identifier numbers provided. Eight weeks post-tavr the patient presented with tachycardiac with heart rate of 111 bpm. An initial electrocardiogram (ECG) did not show any new changes from the baseline. A transthoracic echocardiogram (tte) showed stable prosthetic valve function with no new regurgitation. Initial blood culture showed gram positive cocci. A repeat tee was showed no evidence of valvular vegetation. Additional blood cultures resulted in methicillin-sensitive staphylococcus aureus (mssa). One week after presentation the patient developed polymorphic ventricular tachycardia and fibrillation requiring cardiopulmonary resuscitation (CPR) and defibrillation. The patient continued to improve hemodynamically and clinically under medical management. Blood cultures came back negative and nine days after presentation he was discharged to acute rehab with a wearable cardioverter/defibrillator. In rehab, the patient developed persistent fever and sepsis and was re-admitted. Based on the clinical suspicion of endocarditis, the patient underwent explant of the prosthetic valve with successful replacement with a non-medtronic prosthetic valve. Post-operatively the patient developed hemodynamic instability and emergent extracorporeal membrane oxygenation (ECMO) was deployed. The patient then developed gastrointestinal ischemia, renal failure and acute blood loss while on ECMO. Due to his poor prognosis, the patient¿s family requested comfort care. The outcome for the patient was not stated by the authors. No additional adverse patient effects or product performance issues were reported.